Manufacturer narrative:
(B)(4). (B)(6). This device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. During evaluation, it was determined that the reported condition was confirmed. The assignable root cause was determined to be due to improper handling, which is user error/misuse/abuse. If additional information should become available, a supplemental medwatch report will be sent accordingly.

Event description:
It was reported from chile that during service and evaluation, it was observed that the compact air drive device motor seized, jammed and moved heavy. It was further determined that the device failed the following pre-tests: general condition, check air hose coupling, check for air leak, check function of soft mode switch (safety system), check triggers for fwd I rev mode, check for untrue running, check for excessive noise and check the power with test bench: min. 110 to 160w. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of this event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.